Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door was not accessible. A field service engineer (fse) remotely accessed the station while the customer was onsite to verify the reported condition. It was identified that the tower doors were not accessible and were not appearing in the recovery list. The customer was instructed to manually open the doors using keys within the application to force a failure state. After the forced failure, the affected items appeared in the recovery storage list. The customer completed the recovery process, and the hardware functioned successfully, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had failed and not detected on the bus. The customer tried to reboot but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.